Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the high resolution stereo viewer (hrsv) monitor on surgeon side console 1 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the replaced component for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye on surgeon side console (ssc) 1 was black. Per subsequent follow-up, the customer indicated that the reported event occurred at the beginning of surgery. Following the alleged issue, the customer confirmed the operating room (or) team did not contact intuitive surgical inc. Technical support engineer for troubleshooting nor was the or team able to resolve the issue. The customer confirmed the procedure was not converted to ssc 2 because according to the surgeon, doing so would have lengthened the course of the operation unnecessarily. The operation was completed with the use of one eye. The surgeon confirmed there was no patient injury as result of the reported event. Due to data protection policy, no patient information was provided.

Manufacturer narrative:
Failure analysis information can be found in the following fields: h6 and h10. D02-intuitive surgical, inc. (Isi) has received the high resolution stereo viewer (hrsv) monitor associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue. When the hrsv was installed on an in-house system and tested, the hrsv powered up and had an image that was too white/bright in the left eye.